Event description:
It was reported that the patient was not able to feel the stimulation. The physician suspected a lead fracture as the patient was not able to regain coverage in the pain areas despite adjusting programs. Additional information was received that high impedances and lead fracture were confirmed via x-ray. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: 7070863.

Event description:
It was reported that the patient was not able to feel the stimulation. The physician suspected a lead fracture as the patient was not able to regain coverage in the pain areas despite adjusting programs.

Manufacturer narrative:
Sc-2317-50 sn:(B)(6). The returned leads were analyzed and the visual (microscope) and x-ray inspection of the leads revealed that all cables were completely broken at the bent/kinked location of the leads. The bent/kinked location was 2 cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The leads got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that high impedance was confirmed. It appeared that the leads were exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient was not able to feel the stimulation. The physician suspected a lead fracture as the patient was not able to regain coverage in the pain areas despite adjusting programs. Additional information was received that high impedances and lead fracture were confirmed via x-ray. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.